Event description:
The customer received a blood glucose reading of 104mg/dl on the contour next, retested on the contour and the reading was 63mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. The customer was advised to return the test strips for evaluation. New meter and strips were sent to her.